Event description:
Customer reports the soft touch lancet is sticking out of the device; lancet will not retract. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred, or how long it has been occurring. No adverse event reported. Requested return of suspect device and replacement was sent. Soft touch lancet lot number unk.

Manufacturer narrative:
The suspect product is the soft touch lancet.